Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "markers showing inflammation", "immune system affected", and a exchange of textured devices due to patient's concern with product. Patient also reported report a bilateral removal of textured devices due to concern with the product. Patient reports rash, inflammatory markers and silicone found in right lymph node. Patient was tested for auto immune with was negative. Device remains implanted.